Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recz0480 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was leaking so had to be removed/replaced. Near the hub of the PICC, leaking began and the catheter appeared kinked/damaged. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l powerpicc solo catheter. Usage residues were observed throughout the sample. The catheter was returned with a secure-a-cath catheter stabilization device. A longitudinally aligned split was observed near the 0cm depth marking. Curved shape memory and material abrasion were observed in the vicinity of the split. Microscopic inspection of the split a granular fracture surface. Parallel circumferential impressions were observed which indicated where the secure-a-cath had previous been located, and the proximal end of the stabilization device corresponded to the split and extensive surface abrasion. The catheter damage appeared to have been caused by use of an incompatible securement device. The secure-a-cath device compresses and damages the catheter tubing when used within the tapered region, where the catheter exhibits a larger outer diameter. A lot history review (lhr) of recz0480 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was leaking so had to be removed/replaced. Near the hub of the PICC, leaking began and the catheter appeared kinked/damaged. No other information was provided.